Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose as well as under delivery alarm. The customer¿s blood glucose was 500 mg/dl and 600 mg/dl. The current blood glucose was 505 mg/dl. Customer treated with syringes and insulin injection for high blood glucose. Customer was alleging the insulin pump for under delivering. The product will not be returned for analysis.